Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as degradation problem identified, problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of not deflecting up or down. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped bending section cover glue was found. There was no patient involvement.